Manufacturer narrative:
(B)(4). Method: the complaint head assembly of the (B)(4) infant warmer was returned to fph service centre in (B)(4). The warmer head was visually inspected for damage. Results: visual inspection revealed that the upper case of the warmer head was flaking and chipping off. There were also multiple cracks at the middle part of the upper case. A lot check revealed one other complaint of this nature for lot number 081113. Conclusion: it is likely that the flaking and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head casing has since been replaced and returned to the hospital.

Event description:
A hospital in (B)(6) reported that the heater head of an iw910jeu baby control mobile infant warmer was cracked and deteriorated. This was noticed prior to patient use. No patient consequence was reported.